Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, no patient details: dob, age; gender; weight; or diagnosis were available.

Event description:
It was reported that the set was leaking from the base of the spike. The event reporter indicated that the event probably occurred during a patient infusion, and the set was placed on her desk on (B)(6) 2019. Although requested, there were no other details available, and no report of patient harm.

Manufacturer narrative:
Continued information: 11-500 ml baxter bag lot v19a24d exp jul20 0.9% sodium chloride injection ;100 ml baxter bag lotp389387 exp feb 20 0.9% sodium chloride injection ;100 ml baxter bag lot p389387 exp feb 20 ;250 ml baxter bag lot y29883 exp sep20 0.9% sodium chloride injection ;100 ml baxter bag lotp370817 exp may 2019 sodium chloride ; 50 ml baxter bag lot p389023 exp jan 20 0.9% sodium chloride injection. The customer¿s report that the set was leaking from the base of the spike was confirmed. Closer inspection observed that the leak was due to a lateral crack on the drip chamber¿s spike. No tool marks or crush marks were observed on the drip chamber. The root cause of the leak was due to a lateral crack on the drip chamber¿s spike caused by an external impulse/impact force. The origin of the impulse/impact force is unknown. The root cause of the external impulse/impact force was not identified.

Event description:
It was reported that the set was leaking from the base of the spike. The event reporter indicated that the event probably occurred during a patient infusion, and the set was placed on her desk on may 13, 2019. Although requested, there were no other details available, and no report of patient harm.